Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, noise on the auto mode switches (ams) episodes was observed. The lead noise will be interrogated when the patient presented for device replacement. The patient was stable and will be monitored.

Event description:
New information received notes that the physician did not see any sign of lead damage during the device change out procedure. Atrial lead measurements were normal. The physician decided not to replace the lead. The noise was not observed when it was connected to the new device. The patient was stable.